Event description:
Related manufacturer reference number: 2017865-2022-06691. It was reported that the right ventricular (rv) lead exhibited post-sensed t-wave oversensing and post-paced t-wave oversensing, and the right atrial (ra) lead exhibited noise. Programming changes were made. The patient was stable.